Event description:
Customer reported the monitors go blank and technique goes to max. No pt injury was reported.

Manufacturer narrative:
Customer reseated workstation pcbs. System operates as intended.